Event description:
It was reported that during elective device replacement, a set screw could not be untighten. The lead was cut off in order to release the device. No adverse consequences for the patient were reported.

Manufacturer narrative:
The reported field event of set screw anomaly was confirmed in the laboratory. The vtip septum was missing and the vtip set screw was not returned. The vring septum was damaged and the vring set screw was not returned. None of the set screws were found to be damaged and all but the vtip and vring set screws (not returned) had silicone in their hex cavities. This material may have prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.